Event description:
An altitude alarm was reported on the customer's pump, but there was no adverse impact on the customer's blood glucose level. The customer had previously experienced this issue with the same pump and was following precautions to prevent it. Tandem technical support resolved the problem by arranging to send the customer a replacement pump with updated software. The customer was instructed on how to use, return, and store the pumps as necessary, and acknowledged the instructions provided.